Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that attachment issues occurred with pen ndl 32g 4mm hp 100 box 1200 us. The following information was provided by the initial reporter, "4 pen needles would not attach to insulin pen. Reviewed placement onto the pen 2nd time with this consumer. She finds non patient ends are bent after placement onto the pen. Changes the pen needle until finds a pen needle to work. Long time user of pen needles. Sending mailing kit without replacement and informed this to consumer." 4 occurrences were reported.